Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the instruments on arm 2 were not articulating properly. The customer first attempted troubleshooting by reseating the sterile adapter on arm 2, but this did not resolve the issue. The customer then installed multiple different instruments on arm 2 to determine if the problem was instrument-specific; however, the articulation issue persisted during that procedure. It was later noted that arm 2 was used again on a subsequent day without any reported issues. The procedure was completed with no reported injury.